Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. The patient's blood pressure minorly dropped and the physician discovered a pericardial effusion on intracardiac echocardiography (ice). The physician only used fluoro imaging and ice to confirm the effusion. The medical intervention performed was a pericardiocentesis and the use of a drain. The patient was last seen on the way to the intensive care unit and was in stable condition. Additional information received indicated that it was a difficult transeptal due to the patient having an amplatzer (pfo occlusion device). The physician had to target lower and more posterior to avoid the amplatzer and believed that this led to the effusion. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. Effusion was noted while mapping/ablating. No error messages observed on biosense webster equipment during the procedure. Patient required prolonged hospitalization as the patient was moved to the intensive care unit (ICU) for close monitoring.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31248303l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).